Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a recorded glucose nadir of 48 mg/dl after dinner following repeated announcements of ¿less than usual¿ meals and a pre- and peri-meal glucose near 200 mg/dl. Symptoms included low blood glucose requiring carbohydrate treatment with skittles and yogurt. Outcomes included user-perceived impact on daily activities. Investigation included review of the device report and user-provided history regarding meal announcements and glucose values. Investigation of this case revealed no device alarms and no device malfunction, with the event consistent with insulin and meal mismatch associated with frequent ¿less than usual¿ meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.